Manufacturer narrative:
The customer alleged a false positive for a single patient using liat analyzer (B)(4). Customer repeated the same sample on competitor genexpert followed by another liat unit. Both produced negative results and sample was reported as negative. Investigation is ongoing. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged a false positive for a single patient using liat analyzer (B)(4). Customer repeated the same sample on competitor genexpert followed by another liat unit. Both produced negative results and sample was reported as negative. Patient sample was collected using a nasopharyngeal swab with copan utm 305c tube. The sample was stored at room temperature between collection and testing for around 30 minutes. Data has been requested and investigation is on going.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Review of the data showed that the alleged sample for the run, indicated that the ic performed as expected and within specs. The CT for the sars-cov-2 target was a delayed (~35.8). No abnormalities were observed in review of the generated curves. This could be indicative of a sample that is at or around the limit of detection (lod) of the test. It is estimated that samples that are at or near the lod is expected to waver in results. Single use device - labeled for single use were updated to yes. (B)(4).